Event description:
It was reported chemicals in the device did not pass through. There was no disinfection or sterilization, and no infectious disease occurred. There were no patient harm or adverse events reported.

Manufacturer narrative:
This file was originally incorrectly filed under registration number mrn 9617604-2025-00182-00. The date of that submission was 07-mar-2025 h3: one sample was received. Sample was visually and functionally tested and the customer reported complaint was able to be confirmed. It was observed that fluid would not make it past the needle of the set. The probable cause is due to errant solvent application during assembly. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.